Event description:
On (B)(6) 2025, the patient underwent zephyr bronchial valve procedure, with a total of five valves placed in the lul. On (B)(6) 2025, pneumothorax was suspected and on (B)(6), pneumothorax was confirmed by x-ray after patient developed left back pain and dyspnea after moving the body. A drain tube was placed. On (B)(6) 2025: there was a rapid worsening of left lower pneumothorax. X-ray showed that the drainage tube was compressed by the lung, preventing air evacuation and worsening the pneumothorax. Therefore, an additional drain was placed. On (B)(6) 2025: CT revealed an undrained space in the left upper chest. An aspiration catheter was added via the left anterior chest for the treatment. On (B)(6) 2025: the pneumothorax improved, so the drains were removed.